Manufacturer narrative:
Additional information/ investigation results will be provided in a supplement report. The release for investigation is still pending.

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. The surgeon reported that 2 years post operative the progav 2.0 was no longer adjustable. Additional details od the event is not available. Patient information: age y: (B)(6). Height cm: 183. Weight kg: (B)(6). Implantation: 2018. Explantation: (B)(6) 2020.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves, but particle in the delivery liquid were detected during the visual inspection. The measurement of the outer housing showed no deviation of the planeparalism. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability. Both valves were shown to be permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. There were no visible deposits observed inside the progav valve. In the dismantled shuntassistant are minimal visible deposits. Based on our investigation, we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the progav was able to be adjusted to all specified settings. During our investigation we could not find no deviations. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
New information: the release of investigation reached us on 11/06/2020. The investigation could be performed.